Event description:
A caller reported an issue with the touchscreen of their pump, which was unresponsive and prevented the customer from interacting with the device. The malfunction did not cause the customer's blood glucose levels to exceed 500 mg/dl. The customer attempted to reset the pump with assistance from technical support, but the screen remained unresponsive. Consequently, technical support decided to replace the pump and provided the customer with information on using a backup therapy to ensure continuous insulin delivery. The customer was informed about the replacement process and instructed on how to return the faulty pump.